Event description:
Event description cpi received information that during an implantable cardioverter defibrillator (ICD) explant, the physician noted 'some drop out during re-detection.' The endoak c transvenous defibrillation lead was repaired, and the connections were tightened. The lead was re-tested, and normal operation noted. The device remains implanted. Implant date-05/13/93. Repair date-09/12/96.